Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 32 x 2.75mm taxus¿ liberté¿ stent was selected to treat an unspecified target lesion. However, during unpacking, it was noted that the stent struts were coming out of the stent. The device was not used and was returned back.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A guidewire was inserted during the product analysis and a crystalline substance consistent in appearance to contrast media was removed from the lumen. The presence of contrast media would indicate that the device was prepped for use. Traces of blood were also visible in the guidewire lumen indicating the device had been advanced over the guidewire. A visual and microscopic examination of the device found that the stent struts on the fourth and seventh most proximal row were raised off the balloon material. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred.a 32 x 2.75mm taxus libert stent was selected to treat an unspecified target lesion. However, during unpacking, it was noted that the stent struts were coming out of the stent. The device was not used and was returned back.